Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm occur with their insulin pump. The customer stated that the insulin pump was exposed to moisture. Customer's blood glucose level was reported at 187 mg/dl. Product is being replaced. No further information was provided.